Manufacturer narrative:
Block b3: exact date unknown, event occurred a few months prior to (B)(6) 2023. D6: explant date:(B)(6) 2023. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: (B)(4). Model: sc-2352-50. Serial: (B)(6). Batch: (B)(6). Product family: scs-ipg-r. Upn: (B)(4). Model: sc-1160. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patients lead was fractured, as a result coverage was not achieved. All device components were explanted and were kept by the medical facility.